Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an ipg replacement, the physician replaced patients ipg due to uncomfortable sensations around the battery site. Patient had this issue for 6 months. Patient never lost therapy. Sugery took place 27noc2023, no issues during procedure effective therapy post op. Product was discarded per facility policy.